Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared end of life (eol). Most recently this device had a voltage of 2.67 and charge times of 30.5 seconds. It was reported that there was allegation that the charge times had rapidly increased over a short period of time, three months, from 12.5 seconds to 30.5 seconds. No adverse patient effects were reported. This patient has been seen in the clinic and a change out has been scheduled.

Manufacturer narrative:
The device was explanted.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although, the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.